Manufacturer narrative:
Two (2) samples were received decontaminated. Visual and functional testing were performed. The cannula was connected to the retractor and then tested using a syringe with water in order to detect leaks. The water passed through the connector and no leaks were observed in the assembly. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a leak was observed during infusion. At removal, the cannula is not bent. The catheter would not stay stuck to patient's skin. No patient injury was reported.